Event description:
It was reported by a customer in the USA that the 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the malfunction. The cse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) , and updated the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).